Event description:
On 2/2/1998 the account reported an erratic ck-mb result of 54.1 ng/ml and the pt was admitted to ICU based on the result. The account later noticed that controls were out of range high. While checking dispense volumes the account also noticed that bulk solution 3 dispenser was not seated correctly. After dispenser #3 was correctly reseated, controls were tested and were within range. The pt sample was retested and a correct result of 1.7 ng/ml was reported. No report of injury.